Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and noted this was observed in the prior few years. In addition, the rv pace impedance measurements have gradually been decreasing over the past year, remaining within normal range. There was a noted large and small signal. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.